Manufacturer narrative:
(B)(4) correction - remove: "dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a broken sensor wire occurred."

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a missing/detached sensor wire.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a broken sensor wire occurred. Additionally, the patient stated that upon removal of the sensor, a portion of the wire is believed to be left in the skin and a portion was attached to the sensor pod. The sensor was inserted into the abdomen on (B)(6) 2017. No medical intervention was reported. Additional event or patient information is not available. No product was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.